Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set site falling off due to poor adhesion while she was asleep event on (B)(6) 2026. No further information available.